Event description:
Guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has retained an attorney in reference to the advisory issued on this model device. There have been no allegations made against the functionality of the device. New information received indicates that this device was explanted after having declared elective replacement indicator (eri). The physician was dissatisfied with the longevity of the device.

Manufacturer narrative:
The product is currently on legal hold and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.